Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU states the following related to the reported failure: ¿instructions for tjf-q290v operation manual chapter 3, preparation and inspection¿ section 3.4, ¿inspection of accessories¿ describes how to inspect for the distal cover maj-2315 regarding the event.¿ based on the results of the investigation and the lack of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was the result of excessive force applied to the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when the duodenovidescope was being removed from the body, the maj-2315 came loose and fell into the patient's mouth. The maj-2315 has been retrieved. The issue occurred during a therapeutic endoscopic biliary drainage procedure. The procedure was completed using same set of equipment. There were no reports of delay or patient harm.